Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for spinal pain. The patient reported that they saw on the computer that "the manufacturer had rejects with the pump in 2013-2014." The patient was w ondering if they had a "reject" in them. The patient did not remember exactly what the post was about. The patient was reassured that their doctor would be notified if there was an issue with their pump. The patient reported they don¿t think the pump was working because they felt pain. . No out of box failure was reported and no problem with a small parts component was reported. The patient reported their doctor increased their pain medication and told the patient they would feel relief in about 24 hours. But the patient was still not receiving relief. The patient reported they increased it to "something like 0.3." The dose and concentration of the morphine was unknown, the patient stated "20mm something." The patient stated they fell and broke their right hip/thigh bone due to their neuropathy medication (morphine). The patient reported they broke their left hip/thigh bone a few months later due to their neuropathy medication (morphine). It was reported the patient has had the pain since 2017-(B)(6) . The patient mentioned baclofen but it was not clarified that baclofen was in the pump currently.  No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.